Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 29th january 2018. Although no visual abnormalities or variation in the physical spring resistance of the pogo pins were identified, measurements taken during the investigation confirmed the failure of the +ve pogo pin. This had resulted in an intermittent connection from the device to the pad-pak, resulting in voltage fluctuations and low battery fails on the 21st january 2020 and the 12th february 2020. The user would have been alerted with ¿warning, low battery¿ prompts as per the reported fault. The fault could not be replicated on the returned unit with a new +ve pogo pin installed. The fault was replicated on a known good hdf-3500 by installing the returned +ve pogo pin in its lower case. This would confirm the failed pogo pin had caused the intermittent connection from the device to the pad-pak. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
There was no patient involved in this event. The device gave a low battery prompt.